Manufacturer narrative:
E1: initial reporter address: (B)(6). The devices were discarded and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that unspecified quantity of clearlink luer activated valves disconnected from syringes filled with rho(d) immune globulin. The disconnections occurred during patient administration via an intravenous (IV) push. When the nurse pushed on the syringes, the valves would twist and fall off. There was no report of patient injury or medical intervention associated with this event. No additional information is available.